Manufacturer narrative:
(B)(6). Concomitant medical products: guiding catheter (55cm sheathless pv, asahi intecc)indeflator (everest, medikit). During use, there was difficulty tracking the saber percutaneous transluminal angioplasty (pta) balloon catheter through the lesion and the balloon ruptured at three atmosphere (3atm). The lesion was the superficial femoral artery. The physician decided to insert the saber pta and there was no issue confirmed with balloon set-up. There was slight resistance felt when the device crossed the lesion. A guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion which had diffuse calcification. A competitor's indeflator device inflated the balloon. However, the balloon ruptured at 3atm during its initial inflation and leakage of contrast media was confirmed. The device was taken out from the patient and there was no reported patient injury. Therefore, the saber pta was replaced with a same size balloon catheter and a smart stent was inserted and implanted. The procedure was completed successfully. A 55cm competitor's sheathless guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. The product was not returned for analysis. A product history record (phr) review of lot 17669903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of diffuse calcification may have contributed to the reported event. As stated above ¿there was slight resistance felt when the device crossed the lesion,¿ damage to balloon material may occur when attempting to cross a calcified lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, there was difficulty tracking the saber percutaneous transluminal angioplasty (pta) balloon catheter through the lesion and the balloon ruptured at three atmosphere (3atm). There was no patient injury. Therefore the saber pta was replaced with a same size balloon catheter and a smart stent was inserted and implanted. Ivus was used to check the lesion afterward and the procedure was completed successfully. The lesion was the superficial femoral artery. A 55cm competitor's sheathless guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A guidewire crossed the lesion and an ivus checked the lesion which had diffuse calcification. The physician decided to insert the saber pta and there was no issue confirmed with balloon set-up. There was slight resistance felt when the device crossed the lesion. A competitor's indeflator device inflated the balloon. However the balloon ruptured at 3 atm during its initial inflation and leakage of contrast media was confirmed. The device was taken out from the patient and there was no reported patient injury. The device has been discarded in the hospital due to the hospital regulation.

Manufacturer narrative:
Additional information was received and description of event was updated. Additional information was received and the same indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the guide catheter. The product was removed intact (in one piece) from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use, there was difficulty tracking the saber percutaneous transluminal angioplasty (pta) balloon catheter through the lesion and the balloon ruptured at three atmosphere (3atm). There was no patient injury. The lesion was the superficial femoral artery. A guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion which had diffuse calcification. The physician decided to insert the saber pta and there was no issue confirmed with balloon set-up. There was slight resistance felt when the device crossed the lesion. There was no resistance/friction while inserting the balloon through the guide catheter. A competitor's indeflator device inflated the balloon which was successfully used with other devices. However, the balloon ruptured at 3 atm during its initial inflation and leakage of contrast media was confirmed. Therefore, the saber pta was replaced with a same size balloon catheter and a smart stent was inserted and implanted. A 55cm competitor's sheathless guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. Ivus was used to check the lesion afterward and the procedure was completed successfully. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. The device was taken out from the patient in one piece and there was no reported patient injury.the product was not returned for analysis. A product history record (phr) review of lot 17669903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of diffuse calcification may have contributed to the reported event. As calcification is known to damage balloon material, this may occur when attempting to cross the calcified lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.